Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 140 mg/dl. The customer reported that the issue was resolved by performing a complete set change. The customer also reported receiving a failed battery test. Blood glucose level at the time of the incident was 170 mg/dl. The customer also reported that the device's battery cap was stripped and difficult to remove. Blood glucose level at the time of this incident was 455 mg/dl. The insulin pump was not replaced or returned for analysis.